Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The high-resolution stereo viewer (hrsv) was analyzed and found to have an error 119 in the logs, which an indication "console hrsv low current ". The unit was installed on a monitor into the patient cart external interface board (pcx) x system and powered up with no image in the left eye.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the left eye on the second surgeon side console (ssc) console was black. The customer tried to reboot the system without any success. The customer confirmed that the left eye was completely black. The procedure was continued with the ssc1. The procedure was completed with no patient injury and no delays. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting left eye black on ssc1, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the high stereo resolution viewer (hrsv) to resolve the reported problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the left eye of the ssc1 was black. The field service engineer (fse) replaced the hrsv to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure delay.